Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. For the first firing for the segmental resection of the lung, used the reload. The surgeon started firing the device, however, it stopped on the halfway and could not be fired anymore. It was replaced by a new reload, however, the same event occurred. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.